Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, exhibited double beep alarm.

Manufacturer narrative:
Additional information received and attached by ICU medical on 23/feb/2022 via email: no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated, the moment the device was powered up the device started double beeping. Replaced downstream occlusion sensor for the repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.